Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force senor test, occlusion test, and active current test. Pump failed screen portion of the self test due to pump error 75. Pump failed sleep current test due to high currents. No blank display noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range; however, past the date 08-may-2023, the unloaded voltage (ul vlith), loaded voltage (loaded vlith), loaded vaa voltage display voltage drop anomalies due to moisture damage. Pump error 75 was found in the history files on 08-may-2023 at 08:10:14.00 and during testing due to moisture damage. Pump error 37 was found in the history files on 08-may-2023 at 08:04:00.00 due to the motor since the motor voltage was lower than threshold (2.0v). Pump error 4 was found in the history files on 08-may-2023 at 08:04:01.00 due to the motor mcu did not get the response from the main mcu when sent the request. Pump error 53 (file number 0 line number 0) was found in the history files on 08-may-2023 at 08:04:01.00 due to abort exception (bus exception). Pump was cut open to perform visual inspection and found a corroded home switch and moisture damage on the pcba 1, pcba 2, motor, and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, cracked case (battery tube). Blank display was not observed during analysis and passed all required testing. Blank display not confirmed. Pump error 75 was confirmed during testing and in the history files due to moisture damage on pcba 1 and pcba 2. Pump error 4 and pump error 53 were confirmed due to hardware error anomalies. Unexpected battery power loss was confirmed in the history files and during testing due to pump error 75 and moisture damage on pcba 1 and pcba 2. Pump error 37 was confirmed due to moisture damage on the force sensor and the motor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. It was reported that the patient changed the battery in the pump and the pump would not come back on and also stated that the pump was exposed to moisture. No harm requiring medical intervention was reported. Troubleshooting was performed and but the issue could not be resolved. The customer will discontinue to use the device and the insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.